Event description:
The customer reported that while the unit was in use on a pt, the unit's display "locked up". The pt was switched to another unit and therapy was continued. No pt injury was reported.